Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. The implantable pulse generator (ipg) was not pacing appropriately and there was no measurable sensing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.